Event description:
It was reported via repair work order that the brakes would not electronically disengage due to a broken wire harness cable. No patient injury was reported and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the brakes could be disengaged manually. Not being able to disengage brakes electronically would result in caregiver annoyance; however, the brakes could still be controlled through the manual brake pedals on either side of the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the brakes would not electronically disengage due to a broken wire harness cable. No patient injury was reported and no clinically relevant delay in treatment was reported.